Event description:
It was reported that on 10/13/2010, the patient underwent a stenting procedure with placement of a 2.5 x 28 mm xience v in the mid left anterior descending (lad) artery with 90% stenosis, a 2.5 x 15 mm xience v in the proximal lad with 75% stenosis, and a 2.5 x 8 mm xience v in the proximal circumflex (cx) artery with 90% stenosis. On (B)(6) 2011, coronary angiography was performed and noted ischemia without symptoms. Stenosis was noted in the left main artery and proximal lad. A percutaneous coronary intervention procedure was performed to treat the stenosis of the left main and proximal lad. Stenosis had been noted at the time of the index procedure, but had increased to 75%. A 3.0 x 18 mm xience v was deployed at the ostium of the lad and balloon angioplasty was performed from the left main artery to circumflex artery. Post procedure stenosis was 0%. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.5 x 28, xience v 2.5 x 08; other: aspirin, clopidogrel. There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and restenosis, as listed in the xience v everolimus eluting coronary stent system, (B)(4) (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.